Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 04/18/2024, it was reported by a sales representative via sems-06542677 that the button inserters from an ar-2269 pec repair implant delivery system were bent to the point that the button struggled to unscrew from the stylet. The case was completed by opening individual buttons. The patient was not affected. This was discovered during a pec repair procedure. Additional information received on 4/25/2024: the procedure occurred on (B)(6) 2024. The case was not delayed. Additional anesthesia was unnecessary, and the patient suffered no negative effects.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.